Event description:
It was reported that the device was at elective replacement indicator (eri) after being pulled from the shelf. It was noted that detections were off at the time of interrogation. The device was returned, analyzed and tested out of specification. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).